Manufacturer narrative:
Evaluated two open/used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into paradigm insulin pump. Conclusion: reservoirs not leaks. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced the high blood glucose and the reservoir was leaking inside the reservoir compartment of insulin pump. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with the insulin pump and manual injection. Customer reported that they did receive a sensor error alert, calibration error, change sensor alert. The customer declined to troubleshoot for high blood glucose. The troubleshooting was performed for leak. The insulin pump will not be and reservoir will be returned for analysis.